Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the operative complication experienced by the patient. There is no allegation that a malfunction of a da vinci system, an instrument, and/or an accessory occurred. On (b)(6 2015, isi contacted the site's robotics coordinator. According to the robotics coordinator, the site was performing an internal review of the reported event and per the site's legal department, she could not provide any information about the case. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: at the completion of the da vinci surgical procedure, the patient allegedly sustained a vessel injury during removal of an instrument. However, at this time, there is no claim that a malfunction of a da vinci system, an instrument, or an accessory occurred or caused/contributed to the patient's operative complication.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the surgeon nicked a vein while removing an unspecified instrument. The case was converted to open surgery in order to control bleeding. According to the initial reporter, the da vinci-assisted surgical procedure was already completed and the vessel injury occurred during removal of the instruments. At that point, the case was converted to open surgery. The initial reporter was not present during the surgical procedure and was unable to provide additional information regarding the reported event. The initial reporter was informed of the event by a circulator from the site.